Event description:
On (B) (6) 2009, received incident report from physician indicating lead migration. The patient will be screened at 6 month intervals. This is an update to MDR 1723248-2007-00002 dated (B) (6) 2007 from fracture with protrusion to lead migration.

Manufacturer narrative:
Entire form filled out by manufacturer.